Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. (Gold) the insulin pump reminded properly. No rewind anomaly noted and the motor passed motor test. The insulin pump had scratched display window, cracked display window corners, cracked reservoir tube lip.

Event description:
The customer reported via phone call rewind anomaly. Blood glucose at the time of incident was unknown. The customer states the rewind is interrupted, but it does not alarm. The self-test tested normally. Troubleshooting was not performed. The device will be returned for analysis.